Manufacturer narrative:
Concomitant medical products: 452453, lead, implanted: (B)(6) 1993.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds since the last device was implanted. It was noted that the lead is twenty-three years old and there is a concern of insulation breakdown. The rv lead was reprogrammed to unipolar pacing and bipolar sensing and remains in use. It was noted that there will be follow-up in four months to check lead stability. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.